Manufacturer narrative:
On (B)(4) 2015, a field service engineer (fse) was dispatched. The fse cleaned the incubator plate positions. The aia-2000 was functioning as intended and the error cleared. No further action required from field service. The probable cause of the event was a dirty incubator plate. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported error 2151 (hybrid arm/cup trans cup pickup failure) and assay abort with their aia-2000 analyzer. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.